Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received with the beige connector assembled to the tubing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The beige patient adapter was fully seated to the tubing. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested, and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the beige adapter and silicone tubing on the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.